Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump had cracks on it and the buttons were not working. Customer's mother stated they were at the doctor's office and they pointed out the damage on the device. Customer's blood glucose was 360 mg/dl. The damage was located at the top of the battery compartment and near the battery cap. She was unsure how damage occurred. Light scratches were noted on the lcd screen. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.